Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient was presented remotely via merlin.net transmissions, non-sustained rv oversensing due to far field p-wave oversensing was observed. No other lead measurement anomalies were observed. Programming changes were made. Patient was stable and will continue to be monitored with routine follow up.